Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, a fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. It was noted that air detector was the cause of the reported issue. Service will replace the air detector to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited air in line alarm when starting infusing. It was also reported that it was attempted on multiple sets. No adverse effects were reported.